Manufacturer narrative:
(B) (4). Physio-control determined the root cause of malfunction to be an electrically leaky filter, designator fl19, from the analog pcb assembly due to flux residue on the board surface. Electrical leakage depleted the internal hlc battery pre-maturely and the device failed to power on. A replacement device was provided to customer.

Event description:
Customer reported that the device had the charge pak (internal battery charger) icon illuminated. The device was returned and evaluated at physio-control's failure analysis center. The device failed to power on. There was no patient associated with the event.